Event description:
Healthcare professional reported one day after injection in the cheeks and oral commissures with 2 syringes of juvederm ultra plus xc, the patient developed "redness, swelling, itching, pain, and allergic reaction", and "dry skin that is cracking" at the injection sites. The patient was treated with a medrol dosepak, benadryl, hydrocortisone cream, and a baking soda topical application.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, swelling, itching, pain, allergic reaction, and "dry skin that is cracking" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered and conforming to the specifications. The sterilization cycle is registered as conforming.